Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that varying ventricular threshold were observed on the device. The auto-capture out of clinic was showing thresholds that were much higher than the manual test in clinic. Patient has recently been experiencing af. A remote transmission auto-capture test showed loss of capture. Patient was asymptomatic to loss of capture. Programming change was performed.